Event description:
Three endeavor sprint drug eluting stents were implanted during the index procedure; two in the rca and one in the lad. An angiographic complication of dissection occurred in the rca during the index procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection). Evaluation conclusions: inherent risk of procedure ¿ (dissection). (B)(4).